Event description:
It was reported tht during a ptca procedure, the physician experienced difficulty deflating the balloon. A 30cc syringe was used to partially deflate the balloon. No pt injury or complication occurred.